Event description:
Provider states chair pulling to the right. The dealer was contacted for further information. It was learned he had contacted technical service for resolution. The right motor was replaced; however, was still pulling to the right. He was advised to adjust motor balance and test it out. He stated there was no injury. Please note any further information will be filed in a follow up report.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsiv-hd(heavy duty), serial number/date (B)(4) is approximately 11 months old. The owner's manual part number 1143190rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.